Manufacturer narrative:
(B)(6). Date of event: unknown. This report is for an unknown 2.7mm locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a 2.7 mm pediatric lcp (locking compression plate) hip plate, two 2.7mm locking screws, and two 2.7 mm cortex screws on (B)(6) 2016. On an unknown date, one of the locking screws backed out of the plate which the surgeon stated was probably due to user error. The patient was returned to surgery on (B)(6) 2016. The plate and screws were explanted and the patient was revised to a different non-synthes implant from. The devices were removed easily without additional intervention. The surgery was successfully completed with no surgical delay. Patient outcome was reported as ok. Concomitant devices reported: pediatric lcp hip plate 2.7mm/100°/2 holes (part 02.108.300, lot 7647736, quantity 1), 2.7 cortex screws (part unknown, lot unknown, quantity 2), 2.7 locking screw (part unknown, lot unknown, quantity 1). This report is for an unknown 2.7mm locking screw. This is report 1 of 1 for (B)(4).